Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR report: 3006705815-2021-00678. It was reported the patient requested an explant of the scs system because the patient had skin cancer removed near the lead location and was experiencing discomfort in the area. Consequently, the patient's dr. Removed the scs system.